Event description:
Device malfunction: none. Adverse event: myocardial infarction, in-stent restenosis. Onset of adverse event: approx 3 years after stent implantation. It was reported via trial, that approx 3 years post stent implantation, the pt reported chest pain lasting approx 5 days, had a positive stress test and was diagnosed as having a non-st elevated myocardial infarction. On (B)(6) 2010, cardiac catheterization was performed and the pt was found to have in-stent restenosis of a vision stent in the mid left anterior descending (lad) artery. Two xience v stents were placed within the stent for treatment. Two days post-procedure, the pt was discharged to home. No additional info was provided.

Manufacturer narrative:
(B)(4). (B)(4). There was no reported product deficiency. The reported pt effects of myocardial infarction and restenosis, as listed in the product instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design and labeling.